Event description:
The customer reported that the system displayed an intermittent communication error message. This error message will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the fluoro functions board, generator interface board and generator driver board were cleaned and reseated. The power supply voltage was also adjusted. The system was then found to be operating as intended.